Event description:
Reporter indicated that the pt's incision site had been ripped open by the pt. The pt was scheduled for revision surgery to resuture the wound. Further follow-up revealed that during revision surgery the wound was irrigated, drained and resutured. Neurosurgeon indicated that there was no infection present and that the pt is now doing fine.